Manufacturer narrative:
The reason for reoperation: "one implant ruptured, "been having periodic pain," and "swelling". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "one implant ruptured, "been having periodic pain," and "swelling". This record is for an unknown side. Device remains implanted.